Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After the main keypad assembly was replaced and some other unrelated repairs, a proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
A customer contacted stryker to have a preventative maintained performed on their device. Upon initial evaluation stryker observed that the on/off button was not working properly. There was no report of patient use associated with the reported event.

Manufacturer narrative:
After the main keypad assembly was replaced and some other unrelated repairs, a proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer for use. The root cause of the reported issue was determined to be the worn out main keypad assembly.

Event description:
A customer contacted stryker to have a preventative maintained performed on their device. Upon initial evaluation stryker observed that the on/off button was not working properly. There was no report of patient use associated with the reported event.